Manufacturer narrative:
Batch review performed on 04-dec-2024. Lot 1906968: (B)(4) items manufactured and released on 19-dec-2019. Expiration date: 2024-12-07. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event since the market release. Visual inspection: looking at the stem body some opaque white spots film residuals are visible on the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches and burns are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient has been revised because of aseptic cementless stem loosening. Surgery has been completed successfully. The information of the primary surgery are unknown.